Manufacturer narrative:
The axium coil has not been returned for evaluation; therefore, product analysis cannot be performed. The device was not returned; therefore, the reported event could not be confirmed. The cause of the event cannot be conclusively determined from the provided information. Mdrs related to this event: 2029214-2019-01275, 2029214-2019-01276. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during coiling treatment, both coils would not detach with an instant detacher or using manual detachment method (breaking hypotube method; an alternative method presented in the instruction for use). It was reported that during the procedure, the physician attempted to detach the coil three times with first detacher and three times with second detacher but these both coils did not detach. Then physician attempted to detach the coil with manual detachment method, but still coils were unable to detach. The defective products were removed and replaced new ones for to continue the surgery. The vessel was observed moderately tortuous. The patient¿s blood flow was high. There were not any patient symptoms or complications associated with this event. No patient injury was reported.

Manufacturer narrative:
Device evaluation the axium prime pusher was found broken distal to the break indicator with the release wire extending out of the proximal end ~8.9cm. The actuator interface, positive load indicator, break indicator and coupler tube were not returned for analysis, therefore, mechanical detachment attempts using an instant detacher could not be confirmed. No other damages were found with the pusher. The coin was found against the lumen stop. The shield coil was found intact. The implant coil was still attached to the pusher. The implant coil was found damaged. A manual detachment was attempted by retracting the exposed release wire. The coin was successfully retracted from the lumen stop and the implant coil was detached with no issue and no resistance. No other anomalies were observed. Based on the analysis performed, the axium prime coil was confirmed to have non-detachment as the pushwire was returned with the implant coil still attached. It is likely the cause of the non-detachment is caused by the actuator interface crimp separating from the release wire, causing the release wire to not retract during detachment attempts. During manual detachment attempt the release wire was successfully retracted, detaching the implant coil as expected. Based on the returned device, the implant coil was found damaged. Possible causes for coil damage are patient vessel tortuosity, advancing device against resistance or damage during return shipping to medtronic for analysis as the device was returned without its protective dispenser coil and introducer sheath. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.